Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually confirmed the instrument handle is broken at the base where it interfaces with the inferior shaft. Optical examination of the fracture reveals lateral plastic deformation of the handle just below the fracture surface, and the fracture surface is fairly tortuous fracture, with no indication of fatigue suggesting bend stress overload due to excessive rotational force during usage.

Event description:
It was reported that the instrument was broken during surgery. Although this event occurred during surgery, no patient complications were reported.